Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up visit, device back up vvi mode was observed. A device download was performed successfully. Patient was stable prior, during and post device interrogation and download status.